Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please confirm if the product labeling prevents proper identification of the product, and conflicting product information? According to the initial description, the issue is when reading the datamatrix : incorrect data, the references encoded in the datamatrix do not correspond to those in ean13 see the picture to check the datamatrix. Do you have the invoice for this shipment? See in attachment the invoice of the order. Where did you purchase the product from? (Company name, contact email/phone). The products have been purchase to jnj medtech france. If multiple issues, list all issues separately with the corresponding delivery numbers one issue, see initial description. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows open box with the lot number spbbcgr0. In addition, the qr barcode was readable with the scanner with a result of 01307050311189391728053110spbbcgr0, the last eight digits match the batch number. The lot number was entered into the database and the results were found to be in accordance with the process specifications and the lot number was manufactured by ethicon, deviation was confirmed. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-00676.

Event description:
It was reported that the device information for the received suture is not correct in the datamatrix. The references encoded in the datamatrix do not correspond to those in ean13. Additional information was requested.